Event description:
Customer reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device; however, customer has discarded it; replacement was sent.